Event description:
Entire probe frosted during pretest. Probe disconnected and another probe used in its place.

Manufacturer narrative:
Device evaluation confirmed the reported issue and determined the cause to be a vacuum sleeve failure.